Manufacturer narrative:
Additional information: there was no damage to packaging and no issues removing device from tray. Device was inspected before use and nothing abnormal found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary, drug eluting stent to treat a mildly tortuosity, moderate calcification left main coronary artery, circumflex artery, and the obtuse marginal. It was reported that the stent dislodgement occurred during delivery through the vessel. The stent was crushed using an nc euphora balloon and left in the patient. Another 2.5 x 38mm onyx stent and a 3.5 x 22mm onyx stent were used to cover the crushed stent. The patient is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.